Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced without allegation from the field. Upon receipt at guidant's reliability assurance laboratory, an engineering longevity calculation indicates that the battery in this device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation.